Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was triggered due to the right atrial (ra) lead exhibiting high bipolar impedances. It was further reported that noise on the atrial channeled caused false detections for atrial fibrillation (af). It was suspected that the ra lead had fractured. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogrammed took place as a result of the event. The lead remains in use.